Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation from the left ventricular lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.